Event description:
Feedback from the customer. A walker had lost the left front wheel. No injury was reported.

Manufacturer narrative:
The wheel came off during handling of the walker. No user was involved. The walker was not returned to etac for evaluation. Etac ref. No. (B)(4).